Manufacturer narrative:
(B)(6) 2013: this event concerns a device that was manufactured and used outside the united states. The programmer files were reviewed. Please refer to the attached analysis report number (B)(4) for complete details. Conclusion: since the end of (B)(6) 2013, ventricular lead impedance was unstable and sometimes reaching 3000 ohms. From mid (B)(6), the ventricular lead impedance was permanently in abnormal range (above 3000 ohms) and non-physiological signals at ventricular side were visible in recorded episodes. It was recommended to evaluate the benefit of a re-intervention for the patient, so as to check the integrity of the ventricular lead and its proper connection. Reportedly, the physician, decided to not re-operate and to program pacemaker with aai mode as the patient had no conduction disorder.

Event description:
Reportedly, during a pacemaker check (date unknown), abnormally high ventricular lead impedance was observed from device memory. However, the values measured during follow-up were within normal range.